Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the o ring was loosed and the reservoir had a leak at the o rings. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. The reservoir will not be returned for analysis.